Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip broke prior to a procedure. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation at the manufacturer, the suction tube was found detached from tip insert / base. Glue residues were observed in the suction tube and the tip insert, but not even or uniformly distributed through the bonding areas. Based on device risk document and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (suction tube and tip insert). The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. (B)(4).

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip broke prior to a procedure. There was no patient involvement, and no user injuries or adverse consequences.